Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s wife called to report that a customer was receiving low readings from the adc sensor scan compared to readings obtained on a competitor¿s brand meter. On an unspecified date, a sensor scan of 40 mg/dl was received at 01:05am, 03:05am and 05:05am compared to readings of 150 mg/dl at 01:05am, 120 mg/dl at 03:05am and 130 mg/dl 05:05am obtained from the competitor meter. No symptoms were reported however, the customer¿s wife who is a doctor administered 3 units of insulin for treatment. No further information was provided as the customer disconnected the call. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer¿s wife called to report that a customer was receiving low readings from the adc sensor scan compared to readings obtained on a competitor¿s brand meter. On an unspecified date, a sensor scan of 40 mg/dl was received at 01:05am, 03:05am and 05:05am compared to readings of 150 mg/dl at 01:05am, 120 mg/dl at 03:05am and 130 mg/dl 05:05am obtained from the competitor meter. No symptoms were reported however, the customer¿s wife who is a doctor administered 3 units of insulin for treatment. No further information was provided as the customer disconnected the call. There was no report of death or permanent impairment associated with this event.